Manufacturer narrative:
Mattress involved: arise 1000ex mattress, model# arexlal-4888-m, manufacturer; joerns healthcare (B)(4). Bed involved: camtec 850 bed, model# rcuhlb850bed, manufacturer: camtec (B)(4).

Event description:
It was reported to the manufacturer by the end user, per the end user the control unit power cord was not routed properly under the bed when the facility staff moved the patient and equipment. The misrouted cord was cut as the bed was lowered. The cut cord has some burn marks on it. The patient claims to have experienced a shock on their left arm and was evaluated. (B)(4) was entered into our system.